Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was high cause of the high bg is unknown, reportedly customer applied correction boluses to address the issue. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.